Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of damage to the connector, the output connector assembly was broken. It was additionally noted that the white wire on the output connector was pinched with its insulation exposed, that its main seal was also pinched and that this device was in need of the updated battery shorting bar design. All found defective parts were replaced and all other identified issues were resolved. The electrical and mechanical parts were inspected, the device was re-calibrated and functionally tested and passed its final quality assurance tests. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action.

Event description:
It was reported that the external pulse generator's atrial connector was not allowing the locking on of the atrial wire. The generator was returned for service. No patient complications have been reported as a result of this event.